Manufacturer narrative:
(B)(4). Device was evaluated 09/16/2015. Qc found high control results during their evaluation, they obtained 394mg/'dl- the expected level 0 control results are 94-128mg/dl. Meter evaluation indicated foreign material on strip connector. Root cause of malfunction: foreign material on strip connector.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 03/29/2017. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 175mg/dl, 176m/dl. No adverse event reported.